Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the contributing factors to the shocking sensation that the patient has been experiencing was noted to be related to the device being 6 years old. Additionally, the patient noted that the shocking sensations have been ongoing. The patient will be having a their implantable neurostimulator replaced to resolve the issue. No further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was having trouble with his implantable neurostimulator. The patient explained that the implantable neurostimulator is malfunctioning because it is giving her electrical shocks. This first started occurring about two weeks prior to the report when she was in her home. The patient noted that she could not move when she got shocked. The patient would like to have the implantable neurostimulator checked. There were no further complications reported.